Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. There were no particulates within the cassette area. The mushroom head check passed. The glucose test strip was negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disinfection form on 2/14/2019. The mushroom head check passed on 2/13/2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a clinic¿s liberty select cycler went blank at the ready screen. The cycler was plugged directly into a working outlet. The ok and stop keys were on. The cycler was rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the clinic. Upon follow up the peritoneal dialysis registered nurse (pdrn) confirmed that there was no patient involvement. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short was identified on the transformer on the inverter board.